Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone, she was having issues with the sensor and having insulin pump alarm sensor errors. During troubleshooting for sensor glucose vs blood glucose, customer mentioned her blood glucose was currently 44 mg/dl. She treated by eating and her sensor glucose was over 40 mg/dl as well. Customer was advised the sensor was working correctly as the readings were close. Customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.